Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed that the main coil and the delivery wire were returned with a rotating hemostatic valve (rhv). It was observed that the main coil was bent, stretched and detached at the coil arm section, moreover the main coil lost the form. Dimensional inspection of the main coil and delivery wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jul2025. The target lesion was located in the splenic artery. A 15mm x 40cm interlock?-35 coil was selected for embolization. During the procedure, a 5 f angiography catheter was used to deliver the coil with heparin saline infusion throughout, continuous flushing, and it was flushed prior to coil introduction. However, it could not continue to advance at the distal end of the catheter, and the problem still occurred after repeated attempts. The coil was withdrawn from the patient's body, and the procedure was successfully completed by replacing it with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a main coil detachment at the coil arm section.

Manufacturer narrative:
Updated e1: initial reporter zip/post code. E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed that the main coil and the delivery wire were returned with a rotating hemostatic valve (rhv). It was observed that the main coil was bent, stretched and detached at the coil arm section, moreover the main coil lost the form. Dimensional inspection of the main coil and delivery wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jul2025. The target lesion was located in the splenic artery. A 15mm x 40cm interlock?-35 coil was selected for embolization. During the procedure, a 5 f angiography catheter was used to deliver the coil with heparin saline infusion throughout, continuous flushing, and it was flushed prior to coil introduction. However, it could not continue to advance at the distal end of the catheter, and the problem still occurred after repeated attempts. The coil was withdrawn from the patient's body, and the procedure was successfully completed by replacing it with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a main coil detachment at the coil arm section.